Event description:
Two (2) probes were attempted to be placed in patient's esophagus but were unable to be deployed properly both probes were successfully removed from patient without harm. FDA safety report ID # (B)(4).